Event description:
Related manufacturer report number: 2017865-2023-50886; related manufacturer report number: 2017865-2023-50887. It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator. During the procedure the physician observed that the device intended for implant had a cloudy header. A replacement device was prepared for implant; however, the header was also cloudy and therefore not implanted. A third device was prepared and observed to have a cloudy header. However, the third device was ultimately used for implant. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: h6.